Event description:
The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Company representative reported on behalf of physician, "ruptured implant." This record is for unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.